Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 23 previously reported events are included in this follow-up record. Product return status 22 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 21 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 19 devices were found to be affected by a cut/hole in the exhaust hose. 2 devices were found to be affected by a damaged internal spring . 1 device was found to be affected by a non-stryker hose.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 20 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 23 previously reported events are included in this follow-up record. Product return status 19 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 19 reported events were confirmed. Evaluation results 17 devices were found to be affected by a damaged/hole in the hose. 1 device was found to be affected by a moved internal spring. 1 device was found to be affected by a damaged internal spring.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 20 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 20 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 23 previously reported events are included in this follow-up record. Product return status 23 devices were received. Event confirmation status 21 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 20 devices were found to be affected by a hole in the exhaust hose. 2 devices were found to be affected by a migrated internal spring. 1 device was found to be affected by non-stryker components. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 17 devices were received. 6 device investigation type has not yet been determined. Event confirmation status: 17 reported events were confirmed. Evaluation results: 16 devices were found to be affected by a hole in the hose. 1 device was found to be affected by a displaced internal component. 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device was found to be damaged in a manner that could allow for the escape of gas or liquid. 20 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.